Event description:
It was reported that during the procedure the doctor tried to suture the left pulmonary artery to the main artery. Doctor pulled up the heart to investigate the artery downside that he had sutured and all the tied sutures frayed and tore apart which caused uncontrollable bleeding. He could not suture again on the destroyed artery and the pt died.